Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had a revision surgery on (B)(6) 2021. The reason for revision surgery was that ins had moved up about 6 months ago and it was against pt's skin and was pushing through the skin. Pt had a revision surgery on friday and they moved the ins deeper.